Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a hemodialysis catheter. The customer reports this palindrome ruby needed to be pulled and replaced due to the exit site being infected. Patient treated with prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.